Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that a dissection occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion #001 was in the entire length of right superficial femoral artery extending up to right proximal popliteal artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 300 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, pre-dilation was performed with mustang pta balloon of 5 mm x 200 mm. Treatment of target lesion was performed by placement of one 6.0 mm x 120 mm and, two 6 mm x 100 mm eluvia drug coated study stents. Post-dilation was performed with mustang pta balloon of 5 mm x 200 mm. Following post dilation, the final residual stenosis was noted to be 30%. On (B)(6) 2021, during treatment of target lesion #001, dissection of severity grade c was noted after the pre dilation with mustang 5 mmx 200 mm balloon. As a response to the event, bailout stent was implanted followed by balloon dilation was performed. Post treatment, the final residual stenosis was noted to be 30% and the complication was resolved.